Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Noise and oversensing was also observed in unipolar configuration. The lead was reported to be fractured. The device was reprogrammed to vvi and monitoring will be continued. No adverse patient effects were reported. This product remains implanted.

Event description:
It was reported that a lead fracture was suspected, however, was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.